Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the anvil disengaged. The suregon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.